Manufacturer narrative:
Additional information: this is one of six reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00552, 2015691-2014-00553, 2015691-2014-00554, 2015691-2014-00556 and 2015691-2014-00557. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported event. It is possible that a conduction system disturbance was caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: kapadia, s. R., svensson, l. G., roselli, e., schoenhagen, p., popovic, z., alfirevic, a., barzilai, b., krishnaswamy, a., stewart, w., mehta, a., lal poddar, k., parashar, a., modi, d., ozkan, a., khot, u., lytle, b. W. And murat tuzcu, e. (2014), single center tavr experience with a focus on the prevention and management of catastrophic complications. Cathet. Cardiovasc. Intervent.. Doi: 10.1002/ccd.25356.

Manufacturer narrative:
Investigation of this event report is ongoing.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the ppm implant post tavr reported in this article which could not be identified as previously reported in our system as there are no patient identifiers.